Manufacturer narrative:
Patient information is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. Part: 04.168.290s; lot: l655585; manufacturing site: (B)(4); release to warehouse date: november 20, 2017; expiry date: november 01, 2027; the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and sterile packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: open reduction internal fixation (orif) was applied to medial femoral neck fractures (garden 3 type) using the femoral neck system on (B)(6) 2018. Right after the surgery, it was noticed that the femoral neck had become shorter by approximately 15 millimeters (mm). The following medical follow-up did not show any other issues. On (B)(6) 2018, the patient fell and complained of pain. Afterwards, it was discovered that the neck bolt had cut-out. The patient underwent bipolar hip arthroplasty on (B)(6) 2018. The procedure was completed successfully. This report is for a bolt for femoral neck system 90mm length-sterile. This is report 1 of 1 for (B)(4).